Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing on a stored episode. Boston scientific technical services (ts) explained to the boston scientific representative that it appears to be cautery noise. It was indicated that it was unknown if the patient had a procedure that day. There was also a subsequent stored episode which exhibited respiratory rate trend (rrt) sensor noise and oversensing on the right atrial (ra) lead. In addition, the ra lead pace impedance measurements were noted to be intermittent, ranging from 494 ohms to approximately 2400 ohms, which is high out of range. The ra lead is not a boston scientific product. Ts recommended to program off the rrt sensor. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited noise and oversensing on a stored episode. Boston scientific technical services (ts) explained to the boston scientific representative that it appears to be cautery noise. It was indicated that it was unknown if the patient had a procedure that day. There was also a subsequent stored episode which exhibited respiratory rate trend (rrt) sensor noise and oversensing on the right atrial (ra) lead. In addition, the ra lead pace impedance measurements were noted to be intermittent, ranging from 494 ohms to approximately 2400 ohms, which is high out of range. The ra lead is not a boston scientific product. Ts recommended to program off the rrt sensor. The products remain in-service. No patient symptoms or adverse patient effects were reported.